Manufacturer narrative:
Follow-up received on 22-apr-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of essure coils had migrated out of fallopian tube, was lodged in her uterus, and was exposed to abdominal cavity. She underwent a hysterectomy approximately one year after essure insertion. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, approximately 3 months after insertion a hysterosalpingogram was performed and she was advised that her coils were properly placed. The perforation was diagnosed approximately one year after insertion, during hysterectomy. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow up information received on 29-apr-2016: patient reported that she experienced side effects including abdominal bloating, large blood clots, pelvic pain, and heavy menstrual bleeding. Diagnostic testing revealed that the essure coils had perforated her fallopian tubes and had migrated away from the implant site. Patient reported having to undergo a hysterectomy to remove essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had heavy menstrual cycle bleeding/large blood clots after essure (fallopian tube occlusion insert) insertion. Five years after device placement, she was submitted to a hysterectomy to remove the coils as it was found they perforated her fallopian tubes and migrated out of their original position. These events are listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), dislocation (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion and can result in pain and bleeding. In this particular case, although the exact mechanism of the reported perforation is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6)-2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2010. Approximately three months after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were in the proper location. Shortly after implantation, plaintiff began experiencing abdominal bloating, pelvic pain, heavy menstrual cycle bleeding and large blood clots. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. As a result of this pain and suffering, plaintiff visited the emergency room repeatedly. Her bleeding was so bad that her physicians thought that she may have been having miscarriages. In (B)(6) 2015, plaintiff was told that her coils perforated her fallopian tubes and migrated out of their original position. Consequently, plaintiff underwent a hysterectomy to remove her coils on (B)(6)-2015. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had heavy menstrual cycle bleeding/large blood clots after essure (fallopian tube occlusion insert) insertion. Five years after device placement, she was submitted to a hysterectomy to remove the coils as it was found they perforated her fallopian tubes and migrated out of their original position. These events are listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), dislocation (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion and can result in pain and bleeding. In this particular case, although the exact mechanism of the reported perforation is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils perforated her fallopian tubes and migrated out of their original position'), uterine perforation ('essure coil had perforated the right cornual region and was mostly on the surface of the uterus') and menorrhagia ('heavy menstrual cycle bleeding/her bleeding was so bad/large blood clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Previously administered products included for an unreported indication: cleocin and ciprofloxacin. Concurrent conditions included paratubal cyst, genital bleeding and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomies, bilateral salpingectomies, and thermachoice endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, fallopian tube perforation, uterine perforation. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient's medical history, event "essure coil had perforated the right cornual region and was mostly on the surface of the uterus", auto narrative supplement were added. Patient's date of birth was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('coils perforated her fallopian tubes and migrated out of their original position'), uterine perforation ('essure coil had perforated the right cornual region and was mostly on the surface of the uterus') and menorrhagia ('heavy menstrual cycle bleeding/her bleeding was so bad/large blood clots'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: d & c. Previously administered products, included for an unreported indication: cleocin and ciprofloxacin. Concurrent conditions included: paratubal cyst, genital bleeding and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomies and thermachoice endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: menorrhagia, pelvic pain, fallopian tube perforation, uterine perforation . Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).